Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a blood pump rotor tubing guide that came off and cut the blood tubing during a patient¿s treatment. The patient reportedly completed their treatment on another machine. Additional details were provided upon follow-up with the biomed who reported the event and a patient care technician (pct) from the facility. The pct said the event occurred less than thirty minutes into the treatment. The pct saw blood leaking down from the blood pump onto the front of the machine. The pct stopped the blood pump to search for the source of the leak. They removed the bloodline from the rotor, and this was when they noticed the cut on the blood pump tubing segment. It was confirmed the bloodline was inspected prior to use, and no damage was noted. Following the event, the patient's blood was not returned. Estimated blood loss (ebl) due to the event was 300 ml. The machine was removed from service for evaluation. The patient was re-setup with new supplies on a different machine, where they were able to complete their treatment. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. To fix the machine that was removed from service, the biomed replaced the blood pump rotor. The biomed said the plastic guide covers were loose and coming off. It was confirmed that the machine was put back in service following the repair. The damaged blood pump rotor was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a blood pump rotor tubing guide that came off and cut the blood tubing during a patient¿s treatment. The patient reportedly completed their treatment on another machine. Additional details were provided upon follow-up with the biomed who reported the event and a patient care technician (pct) from the facility. The pct said the event occurred less than thirty minutes into the treatment. The pct saw blood leaking down from the blood pump onto the front of the machine. The pct stopped the blood pump to search for the source of the leak. They removed the bloodline from the rotor, and this was when they noticed the cut on the blood pump tubing segment. It was confirmed the bloodline was inspected prior to use, and no damage was noted. Following the event, the patient's blood was not returned. Estimated blood loss (ebl) due to the event was 300 ml. The machine was removed from service for evaluation. The patient was re-setup with new supplies on a different machine, where they were able to complete their treatment. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. To fix the machine that was removed from service, the biomed replaced the blood pump rotor. The biomed said the plastic guide covers were loose and coming off. It was confirmed that the machine was put back in service following the repair. The damaged blood pump rotor was not available to be returned for evaluation as it was reportedly discarded.